Manufacturer narrative:
(B)(4). Concomitant products: unknown oxford tibial component; catalog#unknown; lot#unknown; unknown oxford bearing; catalog#unknown; lot#unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00246, 3002806535-2022-00247.

Event description:
It was reported that the patient underwent a revision surgery approximately 8 months after the implantation due to pain and metal allergy. Additional information requested.

Event description:
No further event information at time of this report. Due diligence has been completed and no additional information has been made available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. D10: medical product: oxf uni tib tray sza lm: catalog#154718, lot#681800; oxf anat brg lt sm size 3 PMA: catalog#159540, lot#335150. Visual and dimensional evaluations of the returned device found the device to exhibit some scratches which was likely caused by the explanation process and handling following this. Device history record was reviewed and no discrepancies related to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.